Manufacturer narrative:
(B)(4). The patient disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred during dwell two of four while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was found that the patient disconnected from the set. There was no patient injury or medical intervention in association with this report. No additional information is available.